Manufacturer narrative:
(B)(4) batch # t5e078. (B)(4) investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired. Further analysis shows one double driver out of position and on the channel of the reload. Also, the pan was partially dislodged from the left side. The pan was removed and a missing double driver was observed. In addition, no staples were noted to be missing. The condition of the reload is possible that caused cartridge installation. No conclusion could be reached on what may have caused the driver missing and out of position a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. According to the information received, the reported event for the device was cartridge installation issue.

Event description:
It was reported that after open the packing, the surgeon noted that it is very difficult to install the cartridge. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.